Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history record review. Updated fields: h6. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been observed.

Event description:
Https://emdr.FDA.gov/emdr/forminbox/index.jsf#

Manufacturer narrative:
The generator was not returned to the service center for evaluation. The cause of the reported event cannot be determined. For safety reasons the instruction manual (procedural hazards and complications section) states: 1) ¿always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment. ¿2) ¿should any abnormal output be suspected during operation, immediately terminate the use of the equipment by releasing the footswitch. If the footswitch does not react, switch off the electrosurgical generator. Otherwise, malfunction of the equipment may cause an unintended increase in output.¿

Event description:
The service center was informed that during a therapeutic transurethral resection of prostate procedure using a large loop, the surgeon experienced inconsistent output from the generator. The surgeon was cutting the patient¿s tissue when the phenomenon was noted. The default settings were used on the generator. The procedure was completed with the generator and loop. No longer stay or additional procedures required. There was no patient injury reported. In addition, the user facility reported that the pk-sp passes the self-test and grounding test. It is believed that the foot switch might be defective.